Manufacturer narrative:
The customer reported that she was using the cotton tipped applicator to clean her ears and while she was cleaning, the cotton slipped off of the stick into the entrance of her ear canal. The customer stated that she attempted to get the cotton out of her ear with the stick and ended up pushing the cotton further into her ear to a point where she could not reach the cotton and had to go to the emergency room and have the cotton removed by a clinician. The customer reported that she drove herself to the emergency department, had the cotton removed and after the clinician removed the cotton she drove herself home with no further follow up or medical intervention required. The customer did not return a sample for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported that she was using the cotton tipped applicator to clean her ears and while she was cleaning the cotton slipped off of the stick into the entrance of her ear canal. The customer stated that she attempted to get the cotton out of her ear with the stick and ended up pushing the cotton further into her ear to a point where she could not reach the cotton and had to go to the emergency room and have the cotton removed by a clinician.